Event description:
The customer received a blood glucose reading of 512 mg/dl from her contour and a reading between 120-130 mg/dl from two other meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot his contour system and ended the call. No product will be returned.